Event description:
During chest tube placement, the needle broke off from the suture thread & could not be located. Md explained to pt & husband needle broke off under skin while securing the chest tube. In the subcutaneous & layer, do not expect a problem & recommended observation.